Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis lucera ultrasound gastrovideoscope tested positive for an unexpected contamination - the forceps lift duct bacteria detected: aureimonas species brevundimonas diminuta rhizobium radiobacter, the viable bacteria count: 1.9 x 10 (cfu/ml). The contamination was found during a routine culture of the scope by the user facility. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Upon review of the user provided facility cleaning disinfection and sterilization practices (cds), it was confirmed that there were no obvious deviations from the reprocessing procedures in the instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested. The event can be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.